Event description:
An endurant ii stent graft system was implanted for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented with a ruptured aneurysm. After the devices were implanted a balloon was up, the patient¿s neck was marginal at 7 mm, the balloon appeared to create a channel for a type I endoleak. An endurant 28x28x49 cuff was placed and the type I endoleak resolved. It was reported that the patient expired later that same day due to compartment syndrome, the patient had lost a lot of blood. The physician stated the event was not device or procedure related.

Manufacturer narrative:
(B)(4). Conclusions: pre-operative rupture/7mm aortic neck.